Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received reporting the patient survived the procedure and the device was discarded.

Manufacturer narrative:
D6b explant date was added.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of pd-any device-(separation, break) was unable to be determined since product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Customer reported that the clear plastic ring on the hub of the 14fr dilator has become separated from the dilator during dilator removal from the peel away sheath. The physician has then removed the peel away sheath at the completion of the implant with the clear ring still attached. She has then separated the two in order to peel away the sheath but the clear ring has then been left over the impella catheter itself and needed to be cut off. Unclear if it was physically broken during implant or manufacturing error. There was no patient harm and the patient remains on support.